Event description:
This report is being filed after the review of the following journal article: polykandriotis, e. Et.al (2020), bone allograft and locking plate for severe proximal humeral fractures: early and late outcomes, med sci monit (2020)vol.27: pages 1-11 (germany). The purpose of this study was to inform the scientific community about the long-term outcome of the technique that involves a locking plate fixation in combination with a lyophilized femoral head allograft for further stabilization. Between 2010 and 2016,twenty-six patients were identified who had undergone the aforementioned procedure. Their average age was 69.8 years (range, 46-92±12.38). Ten patients (38%) were younger than age 65 years and 16 (62%) were older than age 65 years. The major and minor tubercle were closed over the graft and a proximal humerus interlocking plate (philos plate, depuy synthes, raynham, united states) was used for osteosynthesis. The position of the graft and the plate fixation were maintained under fluoroscopic guidance. The mean interval between surgery and late follow-up was 27.95 months (range, 6.5-81±19.11). The following complications were reported as follows : 3 patients had already died, 1 of whom had experienced cardiopulmonary failure 7 days after surgery. Two other patients declined to be interviewed because of very bad general health. 2 patients had head - split injury out of 20 patients with neer v fractures and 1 of 2 with neer vi fractures. 5 patients (23%), had perforation of screws into the joint on early follow-up. 2 patients had secondary dislocation of the plate & undergo revision surgery on early follow- up. 3 patients (14%), the onset of humeral head necrosis was already evident on early follow up. 1 patient had juxta-articular heterotopic calcifications on early follow - up. 15 patients out of 24 (62.5%) had humeral head necrosis. Of them, 14 (93%) had experienced a neer v or vi fracture on late follow- up. 14 patients out of 24 had arthritis of the glenohumeral joint on late follow - up. 5 patients had screw penetration into the shoulder joint on late follow - up. 1 patient had heterotopic calcification on late follow -up. A 56-year-old man (patient 21) screw perforation, the hardware had to be removed at 11 months. Necrosis of the humeral head necrosis was found at the 18-month follow-up. The patient underwent hemiprosthesis surgery. This report is for an unknown synthes philos plate/ screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: philos plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: 1 department of plastic, hand, and microsurgery, h3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.